Event description:
A report was received that the patient would be explanted due to infection. The physician explanted the leads and ipg and the patient is reportedly doing fine.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.